Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh pre-shaped with keyhole on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against bard mesh pre-shaped with keyhole. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021- patient was diagnosed with unilateral inguinal hernia thereby underwent open repair with implant of bard mesh pre-shaped using keyhole (device 1). Per op notes, ¿an indirect hernia was identified in left inguinal region and the sac was dissected. A bard mesh pre-shaped using keyhole (device 1) was tacked to the fascia overlying the pubic tubercle and sutured¿. (B)(6) 2022- patient was diagnosed with recurrent unilateral inguinal hernia, thereby underwent robotic assisted laparoscopic repair converted to open repair with implant of bard mesh pre-shaped using keyhole (device 2). Per op notes, ¿loops of bowel adhered to the anterior abdominal wall and intraperitoneal mesh (device 1). Adhesiolysis was performed. Scar tissue was excised. A large bard mesh pre-shaped using keyhole (device 2) was place in the left inguinal region and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2021) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, d3, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh pre-shaped with keyhole on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against bard mesh pre-shaped with keyhole. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.